Manufacturer narrative:
Pump was received with blank display due to open traces on lcd driver. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime, system sensor and no delivery tests due to blank display. Unit had minor scratched lcd window, cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer's blood glucose reading was 72 mg/dl at the time of incident. Troubleshooting found that new batteries were installed but the display did not return and that the pump alarmed but the alarm type in unknown as the display is blank. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.